Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, it was noted that the shock impedance measurements were above 125 ohms in all shock configurations on the chronic right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and discussed troubleshooting options that could be performed to ensure system integrity. The physician elected to not implant this device and it was replaced. No adverse patient effects were reported. The serial number was unable to be obtained from the field.